Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 months. Through follow-up with the health-care provider, it was learned that the valve was explanted due to prosthetic aortic valve endocarditis. The surgeon also indicated root abscess with valve dehiscence and perivalvular leak. According to the operative report, "in late june of this year he developed osteomyelitis of the spine and was treated with IV antibiotics. He subsequently presented with somnolence and progressive dyspnea and the diagnosis of prosthetic valve endocarditis was made... [Upon inspection] the prosthetic aortic valve was dehisced from the annulus for approximately 3/4 of its circumference. There were vegetations on the bases of the prosthetic leaflets, but the leaflets themselves were intact. There was dehiscence of the annulus from the aorta, and prolapsing of the base of the anterior leaflet of the mitral valve. There was no pus encountered." Per the surgeon, this event was not related to a malfunction of the subject device. The explanted valve was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) = vegetations and valve dehiscence. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned. Without return of the device, an evaluation cannot be performed to confirm the reported event. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection has been indicated as osteomyelitis of the spine.